Event description:
It was reported that the user experienced recurrent low blood glucose, including a measured value of 40 mg/dl, treated with oral glucose (gummy bears), after which glucose rose and trended up to 223 mg/dl; the user inquired about setting a secondary target range and requested a replacement charger. Customer care provided guidance to contact a healthcare professional for target range configuration. Investigation of this case revealed the cause of hypoglycemia was unclear. Symptoms included dizziness, shaking/tremors associated with hypoglycemia. Outcomes included self-treatment with oral carbohydrate and stabilization without medical intervention or hospitalization. It was concluded that the event involved hypoglycemia of unclear cause with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.